Event description:
Dexcom was made aware on 02/13/2025, that on (B)(6) 2025, the patient experienced a skin reaction. Date of event is an approximation. It was reported via stelobot that a skin reaction occurred. The biosensor site, date of insertion, and date of the event was not specified. The symptoms consisted of discomfort at the site and an infection. The consumer indicated he received treatment with the oral antibiotic keflex. The date of the healthcare provider visit was not specified. No other customer or event details were provided. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).